Event description:
It was reported that a patient using an ilet pump with a g7 cgm experienced a low blood glucose episode and had been treating lows with unmeasured carbohydrate intake; the patient was very new to pump therapy and received troubleshooting and education on correct hypoglycemia treatment and how the ilet algorithm learns. Symptoms included hypoglycemia with shaking or tremors. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.